Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited the site and replaced the bios battery of the geo ipc and the device resumed expected operation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment which was delayed for almost 20 minutes and the treatment was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo movement is partly available and geo ipc is not starting up, bios setting of geo ipc is lost, the battery in the geo ipc is empty. The fse replaced the main board battery in the geo ipc. After replacing the main board battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.